Manufacturer narrative:
Concomitant medical products: model: 1458q86, competitor lead; implanted: (B)(6) 2013.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited multiple non-sustained rv oversensing episodes. The lead remains in use. It was noted the patient is currently enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.